Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the jawline with 3 syringes of juvéderm® volux¿ xc. Four months later, the patient experienced ¿delayed onset pain and inflammation¿ as well as a ¿nodule¿ at the injection site. That month, the patient was treated with cipro 500 mg bid x 2 weeks that the patient did not complete. The healthcare professional reported that the patient was on the antibiotic for 2 days, but their ent discontinued the use of cipro and put the patient on solumedrol. A month later, the nodule was dissolved with hylenex. Three days later, the patient was treated with prednisone tapered dose 60/40/20/10. Three weeks later, the nodules were dissolved with hylenex again. Two days later, the patient was treated with another prednisone tapered dose. This treatment was given again 8 days later, a week later, and 10 days later. The event resolved that month, but the inflammation returned 2 months later. The event is ongoing.